Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the right ventricular (rv) lead was dislodged and had placement difficulty. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.